Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting premature discharge of battery. No changes or intervention was reported. There were no patient consequences.